Manufacturer narrative:
Block h6: device code a020504 captures the reportable event of package torn. Block h11: investigation results the navigator device was returned in unopened box. A visual examination noted that the seal of the box returned in good condition; however, one side of the box was ripped and wrinkled confirming the reported event related to damaged packaging. Based on the investigation, it is possible that the way in which the device was handled and manipulated during the processes of shipping/receiving and/or storage could have caused packaging ripped and wrinkled at one side of the box. The device history record review confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the analysis results, a conclusion code of cause traced to transport/storage since problems traced to the inappropriate transport or storage of the device.

Event description:
It was reported that a navigator access sheath device was to be use on a procedure; however, it was noticed that the tape inside of the cardboard box is not properly attached and stuck to the product. Reportedly, the side of the box was torn. There was no patient or procedure involved. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: device code a020504 captures the reportable event of package torn.

Event description:
It was reported that a navigator access sheath device was to be use on a procedure; however, it was noticed that the tape inside of the cardboard box is not properly attached and stuck to the product. Reportedly, the side of the box was torn. There was no patient or procedure involved.